Event description:
It was reported that the patient was hospitalized at (B)(6) university hospital due to diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 22 mmol/l (396 mg/dl) with ketones of 2.6 while wearing the pod between 5 and 24 hours on the abdomen. Symptoms reported include hyperglycemia, feeling sick and vomiting. During the hospitalization, the patient was treated with insulin, fluids and was prescribed magnesium to take at home. The patient was discharged on (B)(6) 2025.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available.